Event description:
It was reported from the field that the lead dislodged, resulting in low amplitude r-waves. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.